Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experiencing high blood glucose. Blood glucose level was 23 mmol/l at time of incident and 27 mmol/l. Customer had symptoms they may be indicative of the possible onset of diabetic ketoacidosis and thirsty. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump received low battery alarm. The insulin pump will not be returned for analysis.